Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced being delirious and was in the state of confusion as ¿before passing out¿ (understood as presyncope). When a fingerstick was taken the cgm was reading 60 mg/dl, and the blood glucose reading was 599 mg/dl. The patient was treated by their son with 15 units of insulin given over the course of 3 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable and fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.